Event description:
A call to technical services on 11/7/11 states that they were having difficult with a medtronic upgrade. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).